Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant the pace impedance measurements when it comes to this right ventricular (rv) lead had decreased and loss of capture was noted. The r wave amplitudes had also decreased thus an x-ray and computerized tomography (CT) examination were performed which showed a perforation when it comes to this right ventricular (rv) lead. This rv lead was explanted and the area of perforation repaired. A new lead was implanted successfully. This rv lead will not be returned as it was discarded. No additional adverse patient effects were reported.